Event description:
The patient reported a pump implanted on their side got infected. At different times the patient kept telling their healthcare provider that ¿it ain¿t working¿. The patient confirmed their pump did not work. The pump was removed. They stated they did not remember anything for five or six days. The patient stated ¿it almost killed me¿. The patient further stated that ¿when they woke up there was a big lump on their right side, like a hockey puck, you know, they stick a needle in there and put morphine in there¿. They ¿did not know that that was working, but they told their healthcare provider they did not want that¿. The medication used within the system was morphine.

Manufacturer narrative:
(B)(4).